Event description:
It is reported that the articular surface would not engage the appropriate implanted tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.